Manufacturer narrative:
The reported event could not be duplicated and no components were identified which would have likely caused or contributed to the reported event. The device was serviced for preventive maintenance and returned to service. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
It was reported that during a procedure at the user facility a stryker neurosurgical representative reported that an aneurysm occurred. The surgical staff used all available suction during the procedure. Two neptune units were used, and neither unit provided the desired level of suction. Use of the units was discontinued. The patient expired during the procedure.